Manufacturer narrative:
A spacelabs product support specialist made several attempts to reach out to the customer to get additional information regarding the repair of the device. The customer stated that they no longer planned on sending the device in for service as the unit was now functional with no further issues. Cause of failure was not established as the device was not sent in for service.

Manufacturer narrative:
The customer stated they would send the device in for evaluation and repair. At this time the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring patients, their xhibit central station would stop displaying waveforms for patients and then freeze. There was no patient or user harm associated with this event.